Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time.

Event description:
Pride received a letter from an attorney alleging that a pt was found lying partially on the back of the chair which had separated from the base of the chair. The pt was taken to a local hospital where she passed away as a result of her injuries from the event.